Manufacturer narrative:
Please note update to section d1: product long description, section d4: catalog #, and section d4: gtin. The finished good cat #: 0375704500 was not returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: thermal event. Probable root cause: clogged suction path: hot irrigant fluid external to shaver. Use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event of smoking.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event of smoking.